Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR# 2134265-2010-05661. It was reported that post a stenting treatment procedure stent thrombosis occurred. The 90% stenosed, 3.0x50mm denovo target lesion was located in the mid right coronary artery (rca). The lesion was predilated with a 2.0x12mm maverick2 balloon. A 3.5x32mm taxus liberte stent was deployed in the lesion at 14atms and then a 3.5x28mm taxus liberte stent was deployed at 15atms in the proximal rca, overlapping the first placed stent. It was noted that the sinus node branch became occluded, causing sinus bradycardia. Atropine was administered and the issue resolved. The procedure was completed with no additional patient complications and the patient was put on ticlopidine and aspirin. Intervention for the 100% stenosed obtuse marginal (om) and 75% stenosed left anterior descending artery (lad) was scheduled for another day. An unspecified number of hours later the patient complained of chest pain and the patient's blood pressure decreased. Thrombosis was confirmed in the two previously implanted taxus liberte stents. Rotational atherectomy was performed along with balloon angioplasty to successfully treat the thrombosis, restoring timi 3 flow. No additional patient complications were reported and the patient was discharged three days later in good condition.